Manufacturer narrative:
(B)(4). The sample was returned by the customer and sent to the manufacturing site for investigation. The manufacturer reports "it is confirmed that a sample stuck in transit due to covid-19 lockdown announced in india since (B)(4) 2020 and is available for return. If in the event that the sample is delivered to the investigation site, the complaint will be reopened, and a sample investigation will be conducted."

Event description:
Customer reported while snapping the blade onto the handle, the plastic part broke. It was reported the blade was snapped on at the side of the patient and no patient harm occurred.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported while snapping the blade onto the handle, the plastic part broke. It was reported the blade was snapped on at the side of the patient and no patient harm occurred.